Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. A 'high alarm displayed: air in-line detected' alarm was revealed multiple times in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the ehl. As a preventative measure the air detector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a bad air in line sensor. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.